Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture was pulled out of the guide and upon trying to advance the knot the entire suture broke and the strand came out. Manual compression was applied for approximately 15 minutes to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was available.

Event description:
During routine nursing assessment, patient was found to have base of trach, which had been in place for 6 days, broken. Inner cannula was unable to clasp to base. Trach was sutured in. New trach was put in. Patient was not harmed.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that both cuffs were still attached to the link and respective needle tips. The monofilament was loose and the knot was formed. It appeared that the monofilament was broken at the knot portion area because the knot was locked. A suture break may occur if the operator aggressively removes the plunger or uses excessive suture tension when advancing the knot or locking the knot by pulling the wrong end. In this case, it appeared that the non-rail was pulled inadvertently locking the knot and thus breaking the suture. Based on the investigation findings, the root cause for the suture break is related to user error. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.